Manufacturer narrative:
03 august 2021, medwatch form received from the FDA. Follow up for patient #5, male patient 49 years of age. Crna was certain she did 'new patient: which zero's out volumes. Notation made in patient chart. H10: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy of remifentanil at the anesthesia unit. The 250cc bag of remifentanyl had about 25cc remaining at end of case. Pump screen noted volume delivered was 326cc. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log was performed. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.